Manufacturer narrative:
Investigation summary: three photos and one actual sample in sealed packaging were received by our quality team for evaluation. From the photo, one long black fiber-like foreign matter was observed in the unit package, outside of the insyte product. The sample was subjected to visual inspection and one loose, black fiber-like foreign matter was observed in the unit package. This foreign matter was determined to be hair. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Hair in packaging is generated by either hair nets not being worn properly, or hair being transferred from the smocks to the device before the packaging sealing process. A hood has been implemented for insyte associates as part of the gowning to prevent hair from transferring from the smocks or due to improper gowning.

Event description:
It was reported that the bd angiocath¿ IV catheter has foreign material inside the catheter wrapper. The following information was provided by the initial reporter: found a foreign material that looked like hair inside the catheter wrapper.